Event description:
In 2008, boston scientific corp was informed that during a colonoscopy, the resolution clip device clip with the applicator sheath was advanced through the scope. When the clip was extended through the sheath, half of the clip fell off into the pt. The physician retrieved the clip; however, the method is unk. There were no pt complications and the pt's current status is "fine".